Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f procedural sheath with 1000 units of heparin on board. A pre-procedural femoral angiogram showed presence of significant calcium at the cfa and iliac arteries. The stick was shown to be at the femoral head. It was reported that due to the significant calcium at the vicinity of the arteriotomy, the physician utilized the buddy-wire technique. It was reported that upon retraction of the balloon against the arteriotomy (2nd stop), a balloon loss of pressure occurred. The physician removed the wire and the device and converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged without clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided , the cause of the reported event could not be determined. The review of the lhr (lot f1101004) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.